Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported burning smell and smoke emitted from the barcode label printer on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced the cognitive barcode printer per procedure and guidelines, printed several barcode labels and loaded on the instrument successfully. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported burning smell and smoke emitted from the barcode label printer on a dimension vista 500 instrument. There were no reports of flames. The customer unplugged the printer and attempted to plug the printer back and smoke was emitted from the printer. There were no visible flames. The customer unplugged the printer again. There was no report of delay in processing patient samples. There are no known reports of adverse health consequences due to this event.